Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was cooling a baby on arctic sun device. Overnight the water and patient temperatures were changing a lot so the nurse taped the probe and it seemed to have fixed it. For 12 hours they were not having any trouble, but then they got an error message that there were a lot of variations in temperatures and therapy stopped. Nurse replaced the esophageal probe and it correlate with the rectal temperature check. (34.0c and 33.8c). Mis confirmed replacing the esophageal probe was the correct action. If the temperature continued to be erratic, replace the temperature in cable. The cooling duration read 35 hours. Nurse would check that against the patient records to confirm that was accurate. Showed nurse how to adjust the duration if needed. They were giving warm formula feeds. Mis suggested stopping therapy, giving the feed, and resuming therapy once the patient temperature stabilizes again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was cooling a baby on arctic sun device. Overnight the water and patient temperatures were changing a lot so the nurse taped the probe and it seemed to have fixed it. For 12 hours they were not having any trouble, but then they got an error message that there were a lot of variations in temperatures and therapy stopped. Nurse replaced the esophageal probe and it correlate with the rectal temperature check. (34.0c and 33.8c). Mis confirmed replacing the esophageal probe was the correct action. If the temperature continued to be erratic, replace the temperature in cable. The cooling duration read 35 hours. Nurse would check that against the patient records to confirm that was accurate. Showed nurse how to adjust the duration if needed. They were giving warm formula feeds. Mis suggested stopping therapy, giving the feed, and resuming therapy once the patient temperature stabilizes again.